Event description:
It was reported to philips that the pads need replacement and the customer requested a replacement part number. There was no patient involvement. The customer worked with the technical support representative. The pads part number is no longer available due to end-of-support this device. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established.

Manufacturer narrative:
Device is end of life / end of support.